Event description:
(My dad) (B)(6) received bilateral knee hyaluronic acid (ha) injections with durolane on (B)(6) 2024 at 10:14 am at (B)(6) in (B)(6) by dr (B)(6) as he requested. Report (dr notes) state he used a 22g needle and 3 ml sodium hyaluronate, stabilized 60 mg/3m on right and left knees. On (B)(6) 2024 (16 days after injections) at 10:15 pm, (my dad) (B)(6) suffered a massive stroke and was token by ems to (B)(6) hospital in (B)(6) emergency room. The effects of the stroke left him with left side paralyzed; he was unable to regain his speech, swallowing, eyesight or use of left side extremities back. He was taken to hospice and later passed on (B)(6) 2024. My family wanted to make you aware so others would know of the increase numbers of stroke / clots from this medicine. If you need add'l info, please feel free to contact me at (B)(6). Ref report: mw5160917.